Event description:
Affiliate reported that the pt arrived at the hospital with a major brain injury. The pt's icp continued to rise. Pt was taken for a CT scan and when the pt was transferred to the bed, the nurse noticed the microsensor was broken. The pt passed away and a statement from the hospital explained that they do not believe the pt's death was a direct result of the device, but rather from the brain injury the pt sustained upon arrival to the hospital.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.